Event description:
One touch ultra meter would not power on. The patient neither alleged harm nor experienced injury. They contactected a medical professional; however, no further treatment was sought. The customer service representative discovered that the battery was incorrectly installed. Upon reseating the battery, the test strip would not activate the meter to power on. Patient's meter and test strips were replaced.